Manufacturer narrative:
Feb. 04, 2016 08:42 am (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Feb. 02, 2016 04:12 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro power supply knob fell off causing power hard to monitor. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 8-mar-2010 which places the approximate usage life at 6 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (Hemopro power supply product specification). (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro power supply knob fell off causing power hard to monitor. The hospital did not report any patient effects.